Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported in regards to provena small patient PICC trays, "the sheath on the small patient trays were too easily damaged when trying to insert them. They would fray at the tip and we frequently found ourselves opening extra kits just for another sheath. I spoke with the supplier at ava and told them our experience and they suggested soaking them in saline prior to insertion which did not help. We were making large incisions just to get the dilator/sheath in place and were experiencing a lot of bleeding with our placements."